Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the legal manufacturer's investigation, the phenomenon, error code b40, was not reproduced and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center had a b40 (light source unconnected) error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. There were no faults found with the device during inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation